Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. During the second inflation of the 2.0 x 8 mm mini trek balloon, the guide wire and balloon became stuck and were removed as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the marshall vein with moderate tortuosity and moderate calcification. The 2.0 x 8 mm mini trek balloon was advanced without issue and inflated to approximately 4 atmospheres (atm). The guide wire was removed and ethanol was poured into the guide wire lumen of the trek balloon. The guide wire was re-inserted and the balloon was inflated a second time. Another attempt was made to remove the guide wire from the balloon; however, the devices became stuck and were removed as a unit. A new balloon and guide wire were used to complete the procedure. It was noted that the balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Description of event - updated. (B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states: the rx trek system can be used for both dilatation of a stenosed coronary artery and post-dilatation of implanted stent during percutaneous transluminal coronary angioplasty procedures. In this case, the 2.0x8mm mini trek was used to perform a transcoronary ablation of septal hypertrophy procedure which consists of injecting ethanol through the device guide wire lumen. In this case, it is possible that the use of ethanol may have contributed to the reported difficulty to remove.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.